Manufacturer narrative:
(B)(4).

Event description:
When the sulu was coupled onto the adaptor of idrive, the jaw of sulu cannot be opened/closed by handle control. The problem was noticed prior to use on the patient. No injury. Surgery time was not extended by 30mins.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices performed by pmv concurrently with engineering. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again.